Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to a procedure, upon device interrogation, during the initial telemetry interrogation, wireless interruption occurred immediately. The power supply of the programmer, including the antenna and the programmer itself was changed however the issue persisted. The wand was used and speed was slow and it was suspected that the radio frequency was used more than regulation. A new device was implanted and the procedure was completed with no adverse consequences to the patient. Patient was stable.

Manufacturer narrative:
Final analysis found the reported field event of radio frequency anomaly was confirmed in the laboratory. Upon receipt, the device was in normal mode. The device was tested on the bench and it was noted the radio frequency telemetry was in usage of high power telemetry in the field and analysis indicated normal radio frequency with the programmer. Based on the device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.